Manufacturer narrative:
Retainer ring = black case type = ngp customer returned device for an alleged blank display, exposed to moisture, stuck button, and cosmetic damage located at the serial number found on-september 27, 2022. The device passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. All buttons function properly. Successfully downloaded history files and traces using thus. Verified device alarmed stuck button on (B)(6) 2022 between time 00:02:02.000 and 05:18:04.000 in device downloaded history. Unit passed the keypad voltage test. No damage was noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, failed battery alarm on (B)(6) 2022 at time 06:40:28.000, low battery alert on (B)(6) 2022 at time 19:45:00.000, and power loss alarm on (B)(6) 2022 at time 07:36:23.000 were found in the history files. Device was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: serial number label missing, end cap address label fading, scratched case, keypad overlay texture damage, pillowing keypad overlay, and corroded battery tube. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Moisture damage confirmed at the electronic assembly, motor, and force sensor. Cosmetic damage was confirmed at serial number label. Buttons function properly. No stuck button error alarms noted during testing and verified device alarmed stuck button on (B)(6) 2022 between time 00:02:02.000 and 05:18:04.000 in device downloaded history. Stuck button not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had blank display. Customer also stated that the moisture was present at the reservoir compartment and serial number was worn off. Customer stated that display did not returned after insulin pump restart. Customer take out the battery and received stuck button. Customer reported that device labels, including serial number and dome label stickers was missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. Troubleshooting was successfully performed and advised to replace the insulin pump; however, the customer will discontinue use of the device. The product will be returned for analysis.